Event description:
It was reported that the remote user interface joystick on the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The remote user interface joystick was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.